Event description:
The patient had abdominal distension during dwell 1 of 5. The therapy had proceeded from the initial drain to the fill without error. The initial drain volume was only 7ml, although it was usually about 1500ml. (The initial drain alarm was set to 0ml.) The patient manually drained in dwell 1 of 5, relieving the symptoms. Although the exact manual drain volume was unknown, there was approximately 3500ml in the patient's peritonium at dwell 1 of 5, because the last fill volume: 1600ml, the initial drain volume: 7ml, and the fill volume: 1900ml. These volumes meet increased intraperitoneal volume (iipv) criteria. The probable cause of the iipv was a false empty detect and use error with initial drain alarm setting inappropriately programmed.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.